Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely a transmission showing device exhibited non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended. The reprogramming will be advised when patient presents for follow-up.